Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 200 cm, 8 cm poly tip v-18¿ control wire¿ was advanced in an attempt to cross the lesion but failed. The physician decided to take the guide wire out of the patient¿s body. However, the tip of the guide wire was found broken. The physician did not attempt to retrieve the tip as the tip was dislodged in a heavily calcified distal anterior tibial artery and it was not obstructing any blood flow. The tip was left inside the patient¿s body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 200cm, 8cm poly tip v-18¿ control wire¿ was advanced in an attempt to cross the lesion but failed. The physician decided to take the guide wire out of the patient¿s body. However, the tip of the guide wire was found broken. The physician did not attempt to retrieve the tip as the tip was dislodged in a heavily calcified distal anterior tibial artery and it was not obstructing any blood flow. The tip was left inside the patient¿s body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was returned in a generic plastic bag. Visual examination revealed the wire was kinked. The device has the distal tip kinked and detached approximately at 195.5 cm from the proximal section. Also the body of the wire presents a kink approximately at 97 cm from the proximal end. It is observed as well that the internal wire is exposed at the distal end. The device was inspected. Overall length and outer diameter (od) of distal tip could not be performed due to device condition (distal tip detached). Od of middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The labeling review presented no evidence that the device was used in a manner inconsistent with the labeling. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).